Event description:
It was reported that the implant detect was left on and no diagnostics were available, which disappointed the clinician. The implant detect will be turned off prior to the patient leaving the hospital. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.